Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the second diagonal of the left anterior descending coronary artery that was moderately tortuous and 99% stenosed. After pre-dilatation, a xience xpedition 2.75 x 33 mm stent delivery system (sds) was advanced to the target lesion but could not pass through the tortuous lesion and failed to cross. Resistance was also felt during retraction of the sds and after removal from the anatomy stent flaring was noted. The procedure was completed with a xience alpine which crossed the lesion without any issue. The procedure was successfully completed after the stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.